Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was over 600 mg/dl. Customer was hospitalized due to food poisoning. Customer was vomiting and disorientated. Customer tried to treat the high with a manual injection. The current blood glucose reading is 147 mg/dl. Nothing further reported.